Event description:
The customer reported that on (B)(6) 2012 at 7:32 am, her blood glucose measured 496 mg/dl, so she took 8.5 units of insulin by bolus. At 9:48, it had reached 500 mg/dl and an additional 7.7 unit bolus was given. At 10:45 her bg result read "high" (>500 mg/dl) and 9 units were bolused. She took the device off after this and observed that the cannula was out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or manufacturing deficiency could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."